Event description:
It was reported that during a mastoidectomy, the drill heated up. The procedure was successfully completed using this equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and the bearings were found to be damaged. The bearings were replaced and add'l preventative maintenance was also performed. The device was returned to the user facility.